Event description:
A medtronic representative reported that while performing orbic calibration on a new navigation system, they experienced intermittent tracking. There was no camera communication after the orbic scan transfer. The system functioned normally up until the script was run and then manually pushed the navigated spin from the orbic to the navigation system. The scan transferred, they advanced into navigate and then noted that the camera was not tracking the passive planar. A red x was displayed for camera communication. Camera diagnostics read localizer not connected. Troubleshooting did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H6) rmas issued. - replacement scu kit shipped to site (B)(4) 2014. Medtronic investigation of returned polaris camera scu finds the scu and psu were connected to a known good system and powered up normally. A check of the ndi toolbox showed both items functioning normally with no adverse events recorded in either event log. During a functional check tracking was found to be normal. No problem found. Fully functional. Device did not cause event. - replacement psu kit shipped to site (B)(4) 2014. Medtronic investigation of returned polaris spectra psu finds that the scu and psu were connected to a known good system and powered up normally. A check of the ndi toolbox showed both items functioning normally with no adverse events recorded in either event log. During a functional check tracking was found to be normal. The psu passed an aak test at .15 mm. No problem found. Fully functional. Device did not cause event. - replacement lead acid battery shipped to site (B)(4) 2014. Returned to manufacturer, unused (B)(4) 2014. Replacement computer shipped to site (B)(4) 2014. Medtronic investigation of returned suspect computer finds that after logs were pulled, the computer hardware passed all testing with no problem found. Fully functional. Device did not cause event. - replacement surgeon cart shipped to site (B)(4) 2014. Medtronic investigation of returned surgeon cart finds that when tested, no issues were found. Fully functional. No fault found. - replacement staff cart shipped to site (B)(4) 2014. Medtronic investigation of returned suspect staff cart finds, through a visual inspection of the system, that the psu external cable has been smashed, cutting the outer insulation in two spots. Tested the continuity of the cable and found that pin 14 is open. This is the cts- signal to the psu. Powered on the system with the damaged cable connected and the camera cycles. Connected a new cable and the cycle stopped and the psu operated normally. Performed the ups battery test and it reported that the battery was at 99% and it passed. Unplugged the system from ac power and it did not power off, it switched over to battery backup. Found one of the screws that holds the top of computer in place, inside the drawer and the other screw was not fully screwed in. Removed the screw and found that it was cross-threaded. Got a new screw and found that the pem nut in the cart has also been cross-threaded. Physical damage, cable-cut & damaged, directly caused event. - a medtronic representative, following-up at the site, reported observing a case after repairs were made. The system functioned normally and that procedure was navigated successfully.